Event description:
A small part of the locking screwdriver broke off and got stuck in the screw of the metaglene. The surgeon decided not to remove the screw as this would have a rather more negative impact on the outcome of the surgery than leaving the broken part in situ. The part is fixed under the standard glenosphere implant. They tried to get it out but that was impossible. No delay to the surgical procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.